Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a registered nurse (rn) from the facility. The blood leak was reported to be internal, and it occurred one hour into the hd treatment. The blood leak was not visually observed. The machine, a fresenius 2008t machine, alarmed with a blood leak alarm. A blood test strip was used to verify blood was present in the dialysate, and it tested positive. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being used for the treatment. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 500 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the dialyzer. The fibers were wet with evidence of blood exposure throughout. There was no damage noted on the returned sample. A laboratory bubble point test was performed on the returned sample, and no leak was detected. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were three approved temporary deviation notices (dns) in the production of the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a registered nurse (rn) from the facility. The blood leak was reported to be internal, and it occurred one hour into the hd treatment. The blood leak was not visually observed. The machine, a fresenius 2008t machine, alarmed with a blood leak alarm. A blood test strip was used to verify blood was present in the dialysate, and it tested positive. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being used for the treatment. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 500 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.